Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating there was a request to troubleshoot a battery issue. Patient involvement was unknown. No additional details were provided by the customer.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The quote for this case was cancelled because the equipment is already end of support. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ defibrillator monitor, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) ended 31dec2022. Where the end of support (eos) period began. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. It has been concluded that no further action is required at this time.